Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that sometimes when the patient checked programs, the amplitude showed 0. It started on one program the day prior to the call. The patient asked to switch programs. On the call, they were able to change programs and the issue was resolved. The patient said if there was a problem he would call back. No further complications were reported.